Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The subject device was not returned to olympus therefore no device inspection could be completed. As a result of this, the lot number could not be identified. Review of device history records (DHR) could not be performed as no lot number is available. The observed failure is a known phenomenon and is produced as a result of error in operating the device. On page 3 of the device (instruction for use) IFU it states, if forceps jaws come in contact with each other when the power is activated, instrument will short out and the generator display will show ¿re-grasp¿. Release the forceps jaws so they are not in contact with each other and the device will become operational. It is likely the jaws came in contact with each other, causing the "re-grasp" error appear. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was not returned for evaluation. The user facility disposed the device. Investigation is ongoing therefore the root cause of the reported phenomenon cannot be determined at this time. This report will be supplemented accordingly following investigations.

Event description:
It was reported that during two (2) unspecified procedures, three (3) pk-cf0533 with unknown lot number failed. The reporter stated, device showed re-grasp errors. There was no patient impact or harm reported, no user injury reported. This report is related to reports patient identifier (B)(6).